Event description:
It was reported that approximately two months post procedure, the patient underwent another procedure during which a flow diverter stent was placed to completely occlude the aneurysm. There was no clinical consequence.

Manufacturer narrative:
Conclusion codes: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.